Manufacturer narrative:
Concomitant medical products: brand name: micra <model #: mc1vr01-delsys / expiration date: 14-nov-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 17-jul-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), after cutting the tether, the operator was unable to pull the tether completely. After three unsuccessful retract attempts, the device dislodges and was finally recovered by using a snare kit. Leadless ipg system was not implanted and was replaced. No patient complications have been reported as a result of this event.